Event description:
It was reported that during a lap cholecystectomy procedure, the trocar was leaking gas during the case. Another device was used to complete the case. There were no adverse consequences to the pt. One device returning.

Manufacturer narrative:
H3. Evaluation summary: no conclusion could be reached based on the analysis results as to what may have caused the reported incident. The cb11lt instrument was returned with the obturator lens cracked. However, a leak test was performed and no anomalies were noted. No leak was noted.